Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the hemostatic valve completely broke off while trying to advance the dilator into the vizigo sheath. The valve was dislodged inside of the sheath hub. No brim cap or hub detachments were noted. When the sheath was replaced, the issue resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
According to the information received, it was reported that the hemostatic valve completely broke off while trying to advance the dilator into the vizigo sheath, using a carto vizigo sheath. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not broken, but it was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The valve issue reported by the customer was confirmed. The potential caused of the dislodgment of the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).